Event description:
Patient reported back to back readings on their surestep meter were 30 mg/dl and 147 mg/dl. Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Control solution test result (130) was in range (96-145). Lfs rep discovered pt was not applying blood correctly to the strip (confirmation dot had white in it) and reviewed correct technique. No allegations of harm have been made.